Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Customer loaded a new cartridge to resolve the issue. Customer's bg level was 40's mg/dl. Customer consumed glucose tablets and glucagon to address bg level. It was also reported that damage to the pump housing caused cartridges not to fit securely onto the pump. Reportedly, the customer reverted to an alternate method of insulin therapy.